Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the severely calcified target lesion. Due to the difficulty advancing through the severely calcified plaque, the opticross bent against the coronary guide catheter, causing the opticross catheter to break and the image to be interrupted. The procedure was completed with a different device. No patient complications were reported. It was further reported that the patient was stable and discharged from the hospital.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the severely calcified target lesion. Due to the difficulty advancing through the severely calcified plaque, the opticross bent against the coronary guide catheter, causing the opticross catheter to break and the image to be interrupted. The procedure was completed with a different device. No patient complications were reported. It was further reported that the patient was stable and discharged from the hospital.

Manufacturer narrative:
Device analysis findings: the device was returned for analysis. Visual inspection revealed the sheath assembly and imaging window were kinked. Visual and microscopic inspection showed an imaging core windup with broken drive and coaxial cable beginning 26.3cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. The catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during its testing, also, it was observed that the catheter flushed normally when the telescope was fully retracted and fully advanced. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "adverse event related to patient condition". This conclusion is supported by the following objective evidence. It was noticed that the device was kinked. This failure causes a change in the inner diameter, which can significantly increase the constriction over the catheter. This constriction could lead to the friction that caused the imaging core windup, the broken drive and coax cable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the severely calcified target lesion. Due to the difficulty advancing through the severely calcified plaque, the opticross bent against the coronary guide catheter, causing the opticross catheter to break and the image to be interrupted. The procedure was completed with a different device. No patient complications were reported.